Event description:
Hospital staff alleged bed foot hilow fell down when pt and physiotherapist were sitting on bed. No injuries were reported due this incident.

Manufacturer narrative:
A hill-rom technician went to the hospital and was unable to recreate the issue. The technician replaced both hilow drive and foot drive but he could not determine what drive was at fault because he could not repeat the fault. Bed is working as specified.